Event description:
Additional information was later received from a copy of a physician¿s programming data. The new data shows that the programming anomaly actually occurred on (B)(6) 2013 as a result of a faulted system diagnostic test. A final interrogation was not performed prior to the patient leaving the clinic. When the patient was on the next visit on (B)(6) 2013, the settings were found to be at faulted settings. The patient's settings were not corrected until follow up on (B)(6) 2013. On (B)(6) 2013, a generator diagnostic test was performed which then changed the settings again to 0ma, but the device was programmed up to 0.25ma prior to leaving the clinic. All settings were not corrected until subsequent appointments.

Manufacturer narrative:
Analysis of programming history performed.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2013 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted generator diagnostic test which occurred on (B)(6) 2013. It is unclear if device settings were corrected prior to the patient leaving the appointment. No patient adverse events were reported.